Event description:
It was reported that one day post implant, the atrial lead dislodged and that there was no pacing capture at maximum output. The lead was turned off. It was also reported that there was consistent bigeminy with ventricular rhythm and that it was not possible to collect adequate wavelet template. The device remains in use. No patient complications have been reported as a result of this event. It was reported that one day post implant, the atrial lead dislodged and that there was no pacing capture at maximum output. The lead was turned off. It was also reported that there was consistent bigeminy with ventricular rhythm and that it was not possible to collect adequate wavelet template. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device system was removed due to infection. The system has been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.